Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device still implanted.

Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that the surgeon assessed a patient that had total hip replacement using the accolade ii/ trident system at the 6 week postoperative visit and patient was experiencing significant pain.

Event description:
It was reported that the surgeon assessed a patient that had total hip replacement using the accolade ii/ trident system at the 6 week postoperative visit and patient was experiencing significant pain.